Event description:
A (B)(6) male patient called zoll customer support to report that the response buttons on his monitor were not working. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the front response button was non-functional. The cause for the non-responsive buttons was isolated to a defective front response button cable. The front response button cable was cut. The root cause for the damaged response button cable could not be positively identified. No adverse event resulted from the damaged response button cable. The patient received a replacement monitor.